Manufacturer narrative:
A field service engineer (fse) visited the facility and examined the system. The fse noticed that the glucose module cover was not properly secured following customer initiated maintenance. Failure to properly replace the glucose module cover causes the sample probe to contact the module cover restricting its movement thus causing a short sample scenario. This is one of four medwatch reports being submitted as four separate events were recorded on different days. Reference the MDR numbers below for all associated reports: 2050012-2010-00624, 2050012-2011-02484, 2050012-2011-02485. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneously glucose results were generated by the unicel dxc 800 synchron system from samples that are run in duplicate. The initial results were not reported out of the laboratory. The customer re-tested the sample in duplicate and obtained consistent results that were within expectations. There was no change to the patients' care or treatment.